Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).